Event description:
The customer reported that the reservoir was leaking past the o-rings and into the reservoir compartment. The blood glucose reading at time of the call was 282mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Perform a self-test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.